Event description:
Event description boston scientific, crm received information that during the attempt to place the right ventricular (rv) defibrillation lead, the lead perforated the rv. The patient subsequently tamponaded and coded. After approximately fifteen to twenty minutes, the patient was revived and between 250 and 300 cc of fluid was removed. The leads were subsequently removed and the pocket was closed. The physician will evaluate the patient at a later date for a possible future implant.